Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying an inaccurate result compared to a continuous glucose monitoring reading(cgm). The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:24pm the patient reported having more insulin than usual including 2 units of humalog insulin. The patient reported on (B)(6) 2012 at 9:38pm, she obtained a reading of "147mg/dl" compared to a continuous glucose monitoring reading of "172mg/dl." The patient reported using oral medications and insulin with diet and exercise to manage her diabetes. The patient feeling nervous and jittery immediately after the alleged issue occurred. It is unclear if the patient associates these symptoms with high or low blood glucose. The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were in good condition. When a control solution test was run, the result was not within the recommended range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of an acute complication of diabetes. Although the comparison of meter vs cgm is invalid, this complaint is also being reported as a malfunction since the meter failed a control solution test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter and test strips were both evaluated and both passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.